Manufacturer narrative:
Additional information: according to the information received from the field a wound is present at the implant site leading to an extrusion of the device through the skin. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. No further information has been received despite requested.

Event description:
The user reported that a wound has appeared over the magnet area of the implant. The implant is starting to come out.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that a wound has appeared over the magnet area of the implant. The implant is starting to come out.